Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have grip input disk 6 completely broken into pieces inside and detached from the housing while input disk 7 cracked, likely causing failure of proper grip tension at the distal wrist. Other backend components adjacent to the broken inputs do not show damage which may indicate potential improper reprocessing. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the large hem-o-lok clip applier instrument broke. It is unknown if there were fragments that fell. There was no report of patient injury.